Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. A visual inspection, functional testing, and service history review were performed. No evidence of an f-9 alarm was identified during device evaluation; however, an f-50 (master cpu received a trap interrupt) alarm was identified during functional testing. The cause of the f-50 alarm was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-9 (slide clamp alarm) alarm. This event occurred before use. There was no patient involvement. No additional information is available.